Manufacturer narrative:
Details of the complaint on (B)(6) 2020, andrew at carroll hospital center reported the cns (pu-621ra sn: (B)(6)) froze. Upon rebooting the cns, the screen was stuck on a blue screen. Investigation summary the root cause is determined to be failure of the cns secondary hard drive. Hard drive condition is a regular inspection item and the part is a replaceable component of the device. The cns has no pattern of hard drives replacement in its 7 years of service.

Event description:
The customer reported that their central nurse's station (cns) froze.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) froze. Upon rebooting the cns, the screen was stuck at a blue screen. The unit was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple bedside monitors (bsm's) were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) froze.